Manufacturer narrative:
On 8-jun-2020, mentor received additional information regarding the patient's symptoms, the revision surgery, and the replacement devices. The patient was diagnosed with bilateral grade iii capsular contracture. The patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implant prostheses (catalog #: smpx405, left serial #: (B)(6), right serial #: (B)(6)). The relevant field has been updated. On 18-jun-2020, a photo of the suspected medical devices was received. On 22-jun-2020, the product investigation was completed based off of the received photo. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Since the product was not returned for analysis, no product failure analysis can be conducted according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Additional reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided rupture. MRI performed in (B)(6) 2019 indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with unspecified breast implants on (B)(6) 2020. The date of implantation was estimated based on the invoice date of the device, since the reported date of implantation was before the device manufacture date. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 29-may-2020, mentor received additional information regarding the date of explantation and the suspected medical devcie. Initially, the date of explantation was reported as (B)(6) 2020. However, new information revealed that the patient underwent explantation on (B)(6) 2020, and the left implant was found to be ruptured upon explantation. Due to the covid-19 concerns, the suspected medical device was discarded. The relevant fields have been updated. Manufacturer's reference numbers: (B)(4).